Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device check non sustained oversensing due to noise was observed. Additionally, variable r wave sensing was also noted. The patient was asymptomatic. The physician elected to make no changes and continue to monitor the lead.

Event description:
New information received states that the lead was capped and replaced on (B)(6) 2017. The patient condition was good and was discharged home on (B)(6) 2017.